Event description:
It was reported that four (4) units of large volume infusors under infused. This was described as ¿even after 48 hours, 30 to 45 ml was still remaining in most of the cases¿. This was observed while the device was connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from january 18, 2022 - january 19, 2022. The four actual devices was received for evaluation. Two samples did not contain fluid in their bladder. The remaining two samples contained 12 and 16 ml of fluid in their bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were all found to be within the product specification range. The reported condition was not verified. Baxter was unable to determine root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.